Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported issue. Release/verification testing was performed. The unit operated to the manufacturer's specifications. Per data log review: on (B)(6) 2021 the small roller pump reported several errors. Initially several motor overcurrent events were logged which can be caused by over occlusion. After many motor faults were logged. This confirms the reported complaint of motor errors. The log confirms the complaint.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump was giving a constant motor error. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.